Event description:
It was reported that signal loss occurred. No product was provided for evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported

Manufacturer narrative:
(B)(4).